Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that during the procedure the device did not fire the clips. The clips were not coming out as they should have. The surgeon squeezed the trigger of the clip applier and the clips were not tightly held the artery. Opened another device to finish the case. There was no consequence to pt.